Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter compatible basket was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure performed on (B)(6), 2010. According to the complainant, during the procedure, the tip failed to detach when crushing the stone and as a result the pull wire of the device broke. The basket was removed from the patient by using a sohendra handle. The procedure was not completed due to this event. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
A visual examination of the returned device found side-car push-back, the coil buckled and the sheath scrapped for approximately 4cm near the heat shrink. The device was disassembled for review of the internal components and it was noted that the pull-wire had broken near the handle cannula. The fractured areas were necked down and broken into "v" shape indicating that the wire had most likely sheared apart. The condition of the returned incident device was consistent with the complaint; wire breakage. The most probable root cause is operational context as excessive force was applied to the device due to anatomical or procedural factors causing the component to fracture. A review of the device history record (DHR) was performed; no anomalies were noted. (B)(4).

Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter compatible basket was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure performed on (B)(6), 2010. According to the complainant, during the procedure, the tip failed to detach when crushing the stone and as a result the pull wire of the device broke. The basket was removed from the patient by using a soehendra handle. The procedure was not completed due to this event. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4) (failed to detach). (B)(4): the device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)